Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose over 500mg/dl. The caller mentioned that the insulin pump alarmed no delivery multiple times. The customer experienced nausea, vomiting, and was not feeling well. Troubleshooting could not be performed because the caller's phone was about to die. It was stated that the customer requested having a replacement. No further information was provided.